Event description:
It was reported that during a training/demo of the da vinci system, error 32101 occurred on universal surgical manipulator (usm) 3. Pressing "retry" and rebooting the system did not resolved this issue. Technical support engineer (tse) confirmed this error pointed to axes controller setup (acu) of arm 3. There was no report of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. An error related to the brake mechanism occurred at the setup joint of arm 3. Fse replaced pn: 380660-27 proximal set up joint (suj) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The proximal set up joint was analyzed and in lighthouse, highside switch error 32101 reported by the axes controller setup (acu) was found thus confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on a golden system in normal mode where errors 32101 was triggered thus replicating the event. The unit was also installed on a patient side cart (psc) fixture test platform (pftp) where the horizontal brake failed to deactivate. The log had error 32099 indicating half bridge driver error. Golden fiber was installed and tested but still failed. It was aba tested with golden acu board which passed. It failed again when original acu was reinstalled. The complaint was confirmed based on failure analysis. The probable root cause of error 32101 is attributed to electrical and fiberoptic defects caused by an electrical component failure of the acu board on the proximal suj.